Event description:
Boston scientific received information that during a follow up visit, this right ventricular defibrillation lead exhibited low pacing impedances less than 300 ohms and noise. An inappropriate shock had been delivered due to the noise. The lead remains implanted with no programming changed. No adverse patient effects reported.

Manufacturer narrative:
The right ventricular lead remains implanted; therefore, the clinical observations could not be confirmed. (B)(4) investigation is complete without further information. If additional information is received, this event will be reevaluated and an amended report submitted.